Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
No missing segments or partial display or foggy screen display anomaly noted. Device passed the displacement test and self test. During visual inspection, the electronic assembly was corroded. The motor and force sensor had moisture damage. The test p-cap and reservoir does lock in place in the reservoir compartment.